Event description:
It was reported that a small volume infusor had a leak at the level of the filling port. It was reported that this occurred during filling, with fluorouracil (non baxter product). There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter received one companion sample (unfilled) for evaluation. Visual inspection and functional leak test did not confirm the reported problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.